Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported issue and replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by intuitive surgical, inc. (Isi) technical support engineer (tse) and investigation revealed no system errors. Additional logs confirmed system (B)(4) was used on (B)(6) 2022 for a cholecystectomy procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument carriage of universal surgical manipulator (usm) 2 moved freely with uncontrolled motions. As a result the arm could not be used. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that arm 2 was not able to advance the instrument into the patient more than 3 inches, and there was a lot of play in the instrument carriage and it could be wiggled. The site was using the other 3 arms for the case and requested that their field service engineer (fse) look at the system. There were no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3 evaluation information can be found in the following fields: h6 and h10 intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint. Upon investigation of the insertion axis and carriage assembly, the insertion linear bearing was found to be damaged/detached from the rail, causing the carriage assembly to wobble. The usm was tested on an in-house system and passed normal mode. The usm passed all required tests. The insertion linear bearing assembly will be replaced as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.